Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to fold and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to fold and difficulty removing the device could not be determined; however, the reported separation appears to be related to operational context/user error. The reported unexpected medical intervention appears to be related to circumstances of the procedure. It is likely that the combination of the instruction for use (IFU) deviation and the reported difficulty removing the device contributed to the reported separation. Possible factors that may contribute to a non-uniform balloon refold (winged balloon) include, but not limited to, large balloon profile, deflation technique and multiple inflations. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. Furthermore, it is likely that the balloon dilatation catheter was inadvertently mishandled during removal and force was used, as resistance was encountered, resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code: 2017, excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, mild tortuosity and 90% stenosis. The 4.5x8 mm nc trek balloon dilatation catheter (bdc) was inflated once to 18 atmospheres and negative pressure was held for 2-3 seconds. Upon withdrawal, the balloon was winged and became stuck at the opening of the 6fr guiding catheter. Slight force was applied and the shaft separated. A 1.0 mm and 1.5 mm balloon were used to secure the separated portion and together with the guiding catheter they were forcibly removed from the vessel. There were no adverse patient sequela. No additional information was provided.